Manufacturer narrative:
Investigation results: the device is not available for investigation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage related. Rationale: according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling. Connections to the plug may have become loose, but the instrument may also have been damaged, resulting in described malfunction. Please find the trouble shooting list in the IFU. A CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with hf combi unit 300w. According to the complaint description it was reported that in order to stop bleeding during surgery the electrocoagulation knife was used. When using the foot switch there was no coagulation also after multiple inspections. An electric knife was immediately replaced. There was no impact on the patient. The sample or a picture is not available. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).